Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue with assistance from technical support, who provided information on resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to monitor the pump and call back if the issue returned.